Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the register task of a cranial resection procedure, the clinical specialist (cs) stated they had issues during registration. They were originally using a touch n go probe with fiducials, but the surgeon was not getting all green points and was not satisfied with their registration accuracy. The site restarted touch n go and then the surgeon had touched about 10 points but the navigation system still prompted them to touch more points to initialize. The site restarted again and then the surgeon was getting some points touched, but with green, yellow, and red points. When they tried to clear the red points it would either make their metric worse or go back to the "touch to initialize" screen. The site decided to add trace points to see if it would help their registration. They went in small patterns and that did not help. The site had a CT and an mr merged. Technical services suggested trying to trace off the CT. The site did a trace registration and ended with a 2.5 registration, but surgeon was not satisfied with the accuracy at this point. The site aborted use of this navigation system and brought in a different navigation system, registered, and continued the case. There was a delay to the procedure of one hour or longer. There was no reported impact on patient outcome.